Event description:
It was reported that during a right hemicolectomy procedure, the ligamax was used to clip the arteries. The 1st clip had no problem. After the 2nd clip was applied, the jaw remained closed, and the jaw did not open again. It could not be fired again. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Jaws. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 2nd firing. What vessel or structure was the device fired on at the time of the event? Small vessel. Was the clip fully advanced into the jaws prior to firing? Yes, as user's describe, the trigger was pressed and with a "tik" sound, the clip was advanced so as the jaw was closed. Was there any torquing or twisting of the device present at the time of firing? No, the clip was insert parallel to the vessel, and no twisting action. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No, after 2nd fire, no additional firing was made. What were the indications for surgery? What was found? Not specified. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No. The surgeon was the only person to fire. If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? No. Did the surgeon try to pull the trigger from the handle? After pressing the trigger, it was locked. Then , he tried to press the trigger again but failed. Finally, he pulled the trigger is the surgeon aware that the firing trigger may need assistance in returning all the way forward? He tried, but failed. How was the device removed? Additional clip (from another clipper) was used aside from the original clip, the vessel was then dissect. The device was then removed along with the vessel. Was there any tissue damage? No, but need an additional clipper to clip the vessel aside to secure the first clip. If so, how was it repaired? Na. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.